Manufacturer narrative:
The following fields were corrected:b2. Date of event: (B)(6)-2023

Event description:
It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a molecular false positive result wasobtained. There was no report of patient impact. The following information was provided by the initial reporter: vials flagged positive and were tested with molecular platform 1. What result did the customer obtain from the bd product? Candida tropicalis and additional organism 2. What result was the customer expecting to obtain (if different from the obtained result) just the non-yeast organism pt. 1: gram= gram positive cocci in clusters; culture result = staphylococcus epidermidis; biofire ID=staphylococcus epidermidis and candida tropicalis were any erroneous results reported to the doctors? No

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3130611. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a molecular false positive result wasobtained. There was no report of patient impact. The following information was provided by the initial reporter: vials flagged positive and were tested with molecular platform 1. What result did the customer obtain from the bd product? Candida tropicalis and additional organism. 2. What result was the customer expecting to obtain (if different from the obtained result) just the non-yeast organism. Pt. 1: gram= gram positive cocci in clusters; culture result = staphylococcus epidermidis; biofire ID=staphylococcus epidermidis and candida tropicalis. Were any erroneous results reported to the doctors? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a molecular false positive result wasobtained. There was no report of patient impact. The following information was provided by the initial reporter: vials flagged positive and were tested with molecular platform what result did the customer obtain from the bd product? Candida tropicalis and additional organism. What result was the customer expecting to obtain (if different from the obtained result) just the non-yeast organism. Pt. 1: gram= gram positive cocci in clusters; culture result = staphylococcus epidermidis; biofire ID=staphylococcus epidermidis and candida tropicalis. Were any erroneous results reported to the doctors? No.